Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation findings of gold probe tip detached. Reported event of the needle coming out through the catheter. Investigation results: a visual evaluation of the returned injection gold probe revealed that the distal tip was detached and catheter was kinked near the electrical connector. Further evaluation found the needle had punctured through the sheath. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an unknown event occurred with an injection gold probe¿ with an while being used in the colon descendens during a procedure performed on (B)(6) 2016. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The investigation found the distal tip of the gold probe was detached, this is now deemed an MDR reportable event.